Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The device was not returned to the manufacturer for evaluation however, the spatula electrode per the provided image had a melted tip potentially due to overheating from excess current or exposure to heat. The reported complaint was confirmed. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Between 05nov 2019 and 30jun 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(4). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. (B)(4) and (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
A nurse reported that the insulation material on the tip of a 600317 spatula electrode 5mm 32cm melted during a laparoscopic hysterectomy procedure on (B)(6) 2020. The device was in contact to a female patient with no patient injury reported. There was a presence of smoke noted. They used the electrode with coviden force fx esu and the setting was monopolar cut set at 60w, monopolar coagulation set at 30w. There was a 10 minute surgery delay to switch to other instrument with no adverse consequence to the patient.